Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and penile curvature. The original implant was slightly too large. The ipp was explanted and replaced. There were no further patient complications.